Event description:
It was reported that the user experienced a ¿high¿ blood glucose reading while using the ilet and an infusion set (23" tubing, 6 mm cannula), after which an agent guided the user through replacing the infusion set and noted the removed cannula was not bent. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included user education and troubleshooting, with a plan to follow up to ensure glucose levels trend downward. Investigation included customer support troubleshooting and education without device alerts or alarms reported. Investigation of this case revealed no evidence of mechanical damage to the infusion set cannula and no device alarm behavior, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.